Manufacturer narrative:
(B)(4).

Event description:
Additional information has been received. The serial number of the pump was provided. The concentration and dose of the fentanyl delivered by the pump was not provided, but it was noted to check the pump upon its return. It was reported that the cause of the motor stall was not determined. It was noted to check the pump upon its return to see if there were more than one motor stalls noted in the event logs. It was reported that the motor stall did not recover. It was noted that the patient is ok and has a new pump implanted. No further complications were reported and/or anticipated.

Event description:
Additional information was received. It was reported that the explant date of the pump is unknown. No further complications were reported and/or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional via a manufacturer representative regarding a patient who was receiving fentanyl with an unknown concentration and unknown daily dose at via an implantable pump for an unknown indication for use. It was reported that the patient experienced symptom return which included pain. It was reported that the pump logs were checked and a motor stall was detected. It was further reported that a bolus was given and the pump ran for two days and then there was another motor stall. It was reported that an environmental/external/patient factor that may have led or contributed to the issue was that the pump was filled with fentanyl. Surgical intervention did not occur, however it was planned, but the surgery had not been scheduled. It was noted that the issue was not resolved at the time of this report. The patient status at the time of this report was alive ¿ no injury. The implant date of the pump was estimated with the year noted as being accurate. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.